Manufacturer narrative:
If explanted, give date: lens has not been explanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 iol 17.5 diopter was implanted in the patient¿s right eye. The patient complained that her vision is not good. Symptoms seem to significantly interfere with daily life activity. The doctor performed a yag (yttrium-aluminum garnet) procedure to her right eye. Thru follow-up the doctor explained that the symptoms are glare. He does not think there is anything wrong with the iol and does not plan on explanting it. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR the method code and the results code were inadvertently not provided. Method code: 4114, results code: 3221. Additional information: at this time the investigation was completed and therefore the results are being provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.